Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2018 where the ipg was removed and replaced. Postoperatively, the patient is receiving effective stimulation.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has to adjust stimulation to maximum amplitude to provide effective stimulation. In addition, the patient must remain laying down when the stimulation is turned on because he experiences his legs shaking. Surgical intervention may be pending to address this issue.